Manufacturer narrative:
A bhr venting cannula (999904, lot number unknown) was received for investigation. It was reported that the cannula had cement stuck inside, resulting in a change of surgical technique to finish the surgery. There was no delay nor injury reported. A visual inspection of the cannula was performed which noted marks and scratches across the length of the instrument consistent with surgical use. Laser marking is present for the part number only. The batch number laser marking has completely faded. Cement is stuck inside the instrument. The instrument is also slightly bent and damaged in two places. This confirms the reported complaint. Without a definitive lot number a complete complaint history review cannot be performed for the device involved. A review of the complaint history for the bhr venting cannula was performed using part numbers in search of similar recurring reports for the products during their lifetimes. No other similar complaints were identified. As no device lot numbers was provided for investigation, a manufacturing record review could not be performed. If more information is received, this investigation will be reopened. The bhr surgical technique states: ¿examine instruments for wear or damage before use¿ and ¿use the recommended instruments and the recommended surgical technique¿. A risk management review was performed. No additional risks were identified as result of the reported event and no further actions are required at this time. Based on the available information and returned instrument the probable root cause is an unintended use error. No corrective or preventative actions have been initiated as a result of the performed investigation. The instrument will be retained at aurora UK as it cannot be repaired.

Event description:
It was reported that during surgery the device got cement stuck inside. A change of surgical technique had to be performed to finish the surgery. There was no delay nor injury reported.